Event description:
The customer reported the system would not start up and keeps rebooting itself. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working intended and put back into service.